Event description:
It was reported to boston scientific corporation that a xenform soft tissue repair matrix was implanted into the patient on (B)(6) 2015, during a pelvic floor reconstruction with xenform including apical vault suspension, vaginal approach hysteropexy, and cystocele repair. The subject also underwent a concomitant rectocele repair and transobturator sling procedure. The procedure was completed without complications. On (B)(6) 2015, the subject presented with mesh exposure of greater than 1cm in the vagina away from the area of the suture line. The event has not yet resolved. A surgery is scheduled on an unknown date to remove the exposed mesh.

Event description:
It was reported to boston scientific corporation that a xenform soft tissue repair matrix was implanted into the patient on (B)(6) 2015, during a pelvic floor reconstruction with xenform including apical vault suspension, vaginal approach hysteropexy, and cystocele repair. The subject also underwent a concomitant rectocele repair and transobturator sling procedure. The procedure was completed without complications. On (B)(6) 2015, the subject presented with mesh exposure of greater than 1cm in the vagina away from the area of the suture line. The event has not yet resolved. A surgery is scheduled on an unknown date to remove the exposed mesh. Additional information received on march 28, 2016. The event of mesh erosion resolved on (B)(6) 2015.

Event description:
It was reported to boston scientific corporation that a xenform soft tissue repair matrix was implanted into the patient on (B)(6) 2015, during a pelvic floor reconstruction with xenform including apical vault suspension, vaginal approach hysteropexy, and cystocele repair. The subject also underwent a concomitant rectocele repair and transobturator sling procedure. The procedure was completed without complications. On (B)(6) 2015, the subject presented with mesh exposure of greater than 1cm in the vagina away from the area of the suture line. The event has not yet resolved. A surgery is scheduled on an unknown date to remove the exposed mesh. Additional information received on march 28, 2016. The event of mesh erosion resolved on (B)(6) 2015. Additional information receive on april 26, 2016. The mesh exposure of greater that 1 cm in the vagina was caused by an obtryx ii sling placed during the same procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.